Event description:
In 2009, the pt reported that last night his infusion site pulled away from his body and this morning he woke up in pain. He ate breakfast and bolused and his blood glucose elevated to 240 mg/dl. He believes that the insulin may not have been delivered correctly. He changed the infusion site and stated that the new site was also painful. He believes it is his current box of infusion sets that is causing pain. He bolused after inserting the new infusion site and his blood glucose decreased to 140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.